Event description:
It was reported that needle 30x1/2 rb pulled out of the hub. The following information was provided by the initial reporter: "it was reported that the needle separated from the hub and remained in the patient. Event description per attached email states: dr. Was injecting medication around a wound to get ready to suture when the needle stayed in the skin of the patient. The needle came out of the plastic tip. The part of the needle was screwed into the syringe and that part stayed, only the metal needle part stayed in the skin. Dr pulled the metal needle out of the skin. (Less...) Product # : 30g needles lot or batch # : 6270714".

Manufacturer narrative:
H.6 investigation summary. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for lot # 6270714 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 30x1/2 rb pulled out of the hub. The following information was provided by the initial reporter: "it was reported that the needle separated from the hub and remained in the patient. Event description per attached email states: dr. Was injecting medication around a wound to get ready to suture when the needle stayed in the skin of the patient. The needle came out of the plastic tip. The part of the needle was screwed into the syringe and that part stayed, only the metal needle part stayed in the skin. Dr pulled the metal needle out of the skin. (Less...). Product #: 30g needles. Lot or batch # : 6270714."